Manufacturer narrative:
Correction: e1 - reporter country type should have been 'united states of america ' instead of 'other-united states virgin islands' .

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.